Event description:
This complaint was received on 07/29/2010 on a phone conference call with (B)(4) office, and was submitted in writing on 08/05/2010 by the (B)(6) as is quoted as follows: brief description. Pt was a meconium aspiration. No difficulty encountered at cannulation. Cannula inserted into the ivc with echo guidance. No evidence of pericardial fluid immediately after cannulation. Post cannulation activated clotting times were very high (approx 1000 sec) and it took 24 hours for clotting to return to within parameter (140-160 sec). ECMO run progressed well with no further complication. There was then a sudden drop in blood pressure after 79 hours of ECMO support that did not respond to a fluid bolus. Rhythm then changed to "?" Vf with 2 dc cardioversion attempted. Sinus rhythm was re-established, but blood pressure remained low and chest compressions were continued. Urgent echo confirmed a large pericardial collection. Attempt was made at needle aspiration whilst surgeons were contacted. Remedial action taken and by whom upon the occurrence of the event. Emergency median sternotomy was performed. The pericardial cavity was filled with blood. This was fresh blood without any clot. Two small holes were identified in the right atrium at junction inferior vena cava.

Manufacturer narrative:
The reported lot number does not belong to avalon labs. Since avalon labs MFR 13fr bi-caval lumen catheter similar to reported complaint, DHR and inspection document were reviewed, (lots 2130198, 2130199, 2131955, 2131610, 2131609 and 2131608) found no non conformities.